Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure after some firings, the clip was not loaded. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of device. The instrument was partially applied with one clip remaining. The clip was already loaded into the jaws. Functionally; the handle was cycled to complete the firing cycle. The clip was formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.